Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding their implanted system which was used to deliver an unknown medication. The indication for use was non-malignant pain and failed back surgery syndrome. On 2015-08-20 the consumer reported that the pump was removed in an emergency situation due to an infection caused by the pump. It was reported that the pump almost killed the patient and the patient wanted to know what happened and if there was a defect.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# n181897001, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: catheter. Corrected information: conclusion code no longer applicable.

Event description:
Additional information received reported the patient had an infection that spread through their body, had spinal meningitis and "almost died" so they had to take the pump out. The patient didn't know the circumstances that led to the infection, however, stated that they think they were allergic to the morphine so they took it out and put something else in. The patient stated that they felt the conditions were "very unsanitary" when they changed the medications. When the patient was asked what symptoms they experienced the patient stated that in (B)(6) 2009 they got a headache, then their whole body started aching, they felt hot and cold. The patient went to the ER (emergency room) where a spinal tap was done. The patient also stated " I was talking but they couldn't understand what I was saying". The patient was in the hospital for 10 days and had surgery to remove the pump. The patient had IV (intravenous) antibiotics then antibiotics by mouth for months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.